Manufacturer narrative:
The recipient reportedly experienced an ulcer and device extrusion. The recipient was prescribed cephalexin (500 mg) for 10 days following surgery.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced device migration. The recipient presented with skin irritation followed by oozing. The recipient's device was explanted. The recipient will be reimplanted at a later date.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly is now cleared for reimplantation surgery. This is the final report.